Event description:
Customer reported a blank display after changing his battery. He stated that the display does not return after he inserts a new battery. The customer also stated the battery compartment was not damaged or corroded. He also reported his insulin pump was making a noise. Customer's blood glucose was 122 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump was tested with a test battery cap. The insulin pump had operating currents within specification. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).